Manufacturer narrative:
B5: corrected h6: health effect - clinical code: corrected manufacturer's investigation conclusion: a specific cause for the patient¿s infection and a correlation to the heartmate ii left ventricular assist system (lvas), (B)(6), could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log file confirmed low flow alarms; however, a specific cause for these events could not be determined conclusively through this evaluation. A review of the submitted log file revealed a sudden drop of flow to 2.4 liters per minute, causing constant low flow alarms. No other unusual events or alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists all adverse events, including infection, which may be associated with the use of heartmate ii lvas and provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Care instructions in regard to preventing infection are provided in various sections of the IFU and patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2018-02882 (previously reported abdominal exit site infection).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to an outside hospital (university of tennessee medical center) on (B)(6) 2024 with worsening fatigue and fever and was transferred to the clinic the same day with concerns of worsening sternal wound infection due to the patient now being resistant to amoxicillin. A computed tomography (CT) scan did not show any abscess. A subxiphoid culture showed strep verandas and blood cultures were negative. The patient was placed on ceftriaxone and fluconazole through (B)(6) 2024 and then it was planned to transition the patient to oral antibiotics. During this admission the patient had a sudden onset of low flow alarms with position changes. Log files were submitted for review and captured a system controller exchange on (B)(6) 2024 at 18:20. Nothing unusual was noted until (B)(6) 2024 at 12:00 when the flow dropped causing constant low flow alarms. Motor power dropped about a watt during the low flow events. The system controller was exchanged due to driveline fault alarms which is captured under (MFR # 2916596-2024-04915). It was additionally reported that imaging was performed and no outflow graft obstruction was noted. The patients¿ positional changes were contributing to the low flows. The device was reportedly patent including the inflow and outflow cannula according to the CT. The patient was discharged home in stable condition on (B)(6) 2024.